Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician was attempting to treat a 90% stenosed calcified, severely tortuous middle lad (left anterior descending) artery lesion with a taxus express2 3.50x8mm drug eluting stent. It was reported that the stent was unable to cross the lesion and when the stent delivery system (sds) was removed from the pt, the physician noted the stent was damaged. The procedure was completed with another of the same device. There were no pt complications or injuries reported. Pt's condition reported as "good".

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. The manufacturing documentation for the batch were reviewed and it was found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification for this event is operational context.